Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0juu8, implanted: (B)(6) 2014, product type lead; product ID 37642, serial #(B)(4), implant date: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that upon removing the end cap for the stage two surgery the number 3 contact was found damaged and dismantled from the rest of the lead. The remainder of the contacts were intact. The surgeon made a decision tocut the contact from the lead to proceed. Upon taking impedances all were within normal range, aside from contact 3 which was showing as open. The patient was initially programmed using contact 3, but after surgery the surgeon decided to reprogram without it. The patient did not have any negative side effects and received good tremor control. The patient would see the neurologist one to two weeks after the report for follow-up.